Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. The handheld and flashcard have been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.